Manufacturer narrative:
G4:12apr2021. B4:13apr2021. Additional information was received indicating that this device also experienced a battery failure. The biomed indicated that the battery had been replaced a year ago and stated that the new battery failed due to the power management (pm) board. The philips field service engineer (fse) replaced the battery as well as the pm board which was preventively replaced as part of field change order service. The device history record does not show previous allegations of failure related to the pm board other than the preventive replacement which was carried out on 03/29/2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:25mar2021. B4:02apr2021. The field service engineer (fse) determined the user interface needed to be replaced. The fse replaced the user interface and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported one of the alarm light emitting diodes (led) is out. The ventilator was reported to be in clinical use and no harm to patient or user was reported.